Manufacturer narrative:
Corrected information is provided in sections d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during combination of cataract and vitrectomy surgery, the system message was displayed before proceeding to vitrectomy after intraocular lens implanted. The surgery was cancelled and performed again the following day. Outcome of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The nonconforming valve solenoid was replaced and returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The valve solenoid was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was visually inspected with no non-conformities found. The sample was then installed onto a fluidics module when system message (sm) was displayed. The sample was then removed from the module and resistance was found to be significantly higher when compared to a functioning valve. The reported event was confirmed, and the valve was found to be nonconforming. The root cause of the reported event is attributed to nonconforming valve solenoid. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).